Event description:
The patient reported that stimulation had not helped the intended area which was the lower back, they felt stimulation in the legs. It was stated that the reprogramming settings did not hold. It was noted that stimulation was on, based on the patient programmer. The stimulation was not covering the intended area, lower and middle back since implant. They had a reprogramming session three weeks ago and has another appointment for next week. Other relevant medical history includes failed back surgery syndrome and spinal pain.

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient was away from their practice on the fall of 2014 until (B)(6) 2016. On (B)(6) 2016 they were unaware of any issues. On (B)(6) 2016 there were some adjustments made in their stimulator . As steps taken to resolve the reprogramming not holding and stimulation not helping the intended area. The manufacturer representative (rep) returned on (B)(6) 2016 to make further adjustments and was seen on (B)(6) 2016 and the patient reported good relief of radiating pain from low back. The patient was advised to find an pain managing physician in their area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.